Event description:
S [situation]: tpn [total parenteral nutrition] filter noted to be leaking. B [background]: double spiked tpn infusing via PICC [peripherally inserted central catheter] line. Leaking observed at filter to tubing connection site. A [assessment]: connections assessed and tightened. Unable to resolve leak. Filter was exchanged using sterile technique. No further leak observed. Infusion resumed without incident. R [recommendation] : investigate 0.2 micron low protein binding filter. Reference #: 10011865. Rn attempted to replicate leakage by connecting the saved filter to tubing and flushing through -- no leakage was replicated. *lot # included what is currently stocked in the unit -- packaging not available for the product from event.